Event description:
Customer reported the as3000 anesthesia system emitted a hissing noise when the o2 tank is turned on.

Manufacturer narrative:
Mindray service representatives replaced the o2 regulator and electronic flow sensor. Performed all functional and safety checks and unit was returned to service.